Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found both top and bottom tamper seals were missing, fluid ingression on the downstream sensor, the latch lock was stripped, and the air detector was stained. The device's event history log was reviewed for evidence of the reported event, "high pressure" alarm were found multiple times in the log. To conduct functional testing, a battery loss alarm test was performed. Upon review, the "device double beeps" alarm was confirmed and duplicated. The root cause was attributed to fluid ingression on the downstream sensor. To address the issue the downstream sensor was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the device double beeps during testing. There was no patient injury.